Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient with this pacemaker presented to the hospital for syncope. The device was unable to be interrogated. A change out procedure will be performed in the near future. A central line will be put in, in case temporary pacing is needed before the procedure. It was noted that the patient was lost to follow up and had triggered end of life (eol). The last recorded EKG from today showed a paced rate of 50 bpm. The field representative interrogated the device and the application software appeared to start but then no telemetry and at that moment the rate went below 30 bpm. The field representative was not able to interrogate and it appeared the device stopped pacing at 50 bpm. Technical services (ts) discuss that depending on how long the device was at eol, then the attempt to interrogate the device could have used the last remaining power and now device not able to capture or operate. Ts indicated this is not a typical problem with this device but it can still happen as once at eol we can't guarantee capture which is why replacement before eol is recommended. Subsequently, the device was explanted.

Manufacturer narrative:
At this time, this device has not been returned for analysis. If additional information is received, this report will be updated.